Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. X-ray showed lead migration. The patient underwent a revision procedure wherein the leads were repositioned and replaced. No device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. The explanted leads were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.